Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a type ia/ib endoleak in a previously implanted unnamed stent graft on (B)(6) 2021 it was reported the existing graft was flared and had lost wall apposition at the distal end creating a type ib endoleak in the right limb (enlw1624c95ee). During the procedure a etlw1610c156ee device was implanted from flow divider to reia to resolve the type ib el. The etl1610c156ee was very narrow at the distal end. It was angioplasty ballooned with a 10x40 balloon. The next angio run showed a possible type iiib leak outside of the graft, a non-mdt 10x29mm (be graft) device was placed inside the etlw1610c156ee at the distal end and the leak was resolved. An aortic cuff (etcf2828c49ee v30571057) was additionally implanted to treat a type ia endoleak. The endoleak was not resolved and endoanchors were implanted. Follow up CT has not yet been completed to confirm if type ia endoleak has resolved. Per the physician, the reia was calcified and could have caused a hole in the graft when it was ballooned. The cause of the type ia endoleak is undetermined. No additional clinical sequelae were reported and the patient is fine

Manufacturer narrative:
Film evaluation summary: the reported endoleaks were confirmed on the films provided; however, the exact cause and type could not be fully determined. The anatomy at implant is unknown and earlier post-implant films were not provided for comparison. It is likely that disease progression with dilatation of the iliac vessel over time may have been a factor in the observed distal endoleak. It is unclear if the observed endoleak in the right iliac artery after intervention with the endurant limb was a type iiib fabric endoleak related to calcification in the area. While a type iii fabric endoleak cannot be ruled out, it also possibly may have been an acute type IV blush endoleak caused by fabric porosity across a single layer. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. The original proximal endoleak was considered to be a type ia endoleak but the cause of the event could not be determined. The remaining endoleak type after intervention with the cuff and endoanchors also appeared most likely to be a remaining non-resolved type ia endoleak. If information is provided in the future, a supplemental report will be issued.